Event description:
Pt was treated in 2003. Thermage was notified 2 months later of the incident that the pt has large dent in their left check and that the dents are increasing. Dr plans to do fat injections later that day. Status of most current follow-up; 2004. Fat injections were performed as doctor did not feel the injury would correct itself, or resolve in a reasonable timeframe.